Event description:
Pt's husband reported cadd legacy pump for IV remodulin alarmed for high pressure. Checked all the kinks, removed batteries, turned on and off 3 attempts finally attached cassette to back up pump with no problems. Husband states high pressure alert could not be removed. Sn (B)(4) due 02/13/2018 for maintenance. No se from pump malfunction. Dates of use: from (B)(6) 2017. Diagnosis or reason for use: pah.